Manufacturer narrative:
Continuation of d10: product ID: neu_siliconeanchor, serial#: unknown, product type: accessory. Product ID: 39286-65 serial#: (B)(6), implanted: 2015 (B)(6), explanted: 2021 (B)(6), product type: lead h3. Analysis of the lead (B)(6) found the lead body conductor was broken within 10 cm of the connector area. 8-15 (conductor 8) broke 3 cm from the proximal end and the 0-7 (conductors 2-7) broke 3.5 cm from the proximal end. H6: the conclusion code d14 no longer applies. The results code c20 no longer applies. The method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cause was unknown. It was reported effective therapy was able to be established. Not resolved however patient received effective therapy.

Manufacturer narrative:
Continuation of d10: product ID neu_siliconeanchor; serial# unknown; product type accessory. Product ID neu_siliconeanchor lot# serial# unknown; product type accessory. Product ID 39286-65; serial# (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2021; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had connection for electrode 15 out and high impedances for electrode 15. Programmed around it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that electrodes 0,2,3 4,6,7 showed possible open short. The doctor replaced the lead and the lead connection check showed all green. A new lead impedance check showed all electrodes within normal range. The patient denied any falls or contributing factors. It was noted the lead would be returned. The issue was resolved at the time of report. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 31-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.